Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). Reportedly, the customer believed the pump was not working properly due to the elevated bg level. The customer changed out all supplies, delivered a bolus via the pump and a manual injection to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider